Event description:
It was reported the patient lost effective stimulation. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced with a competitor lead to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.